Event description:
It was reported that revision surgery was performed. Patient advised that she returned to her surgeon (B)(6) 2009, complaining of severe pain in back and left hip. MRI performed. At the end of (B)(6) 2015 patient developed lower back pain on the right side, which radiated down the back of leg. Revision surgery originally scheduled for (B)(6) 2015 had to be postponed due to skin rash.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report - attachment: [199420 summary.pdf].